Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 547mg/dl. The customer treated with manual injection. Customer's blood glucose value was 347mg/dl at the time of the call. Customer declined to troubleshoot for high readings and stated that they have performed self-test and the insulin pump passed. The product will not be returned for analysis.